Event description:
Consumer reported complaint for physical defect of test strips (blood on the test strip). Pharmacist had initially called on behalf of the customer. Manufacturer was able to contact the customer and customer stated there is a "red discoloration" on the test strip. The customer feels well and did not report any symptoms. No medical intervention related to the use of the product was reported. Customer stated that she began using the strips on (B)(6) 2024. Customer stated that both box and the test strip vial were sealed and intact when she received it from the pharmacy.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was not returned for evaluation. Test strips were returned - product evaluation in-process. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in a follow-up call on 02-jul-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 02-aug-2024: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were returned for evaluation. Product testing was performed and no defect found on returned test strips. Most likely underlying root cause: mlc-009: use error caused or contributed to event.